Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports that during an unknown procedure the system fluoro failed with a generator interface malfunction. The patient was moved to another room and completed with a c-arm. No reported injury.

Manufacturer narrative:
Service followed up with customer who reported they had cycled power to the gim and now the system was working without issue. When the generator interface malfunction (gim) locked up, it caused the system lock out and stopped making x-ray. Field service engineer (fse) went on site and confirmed the error message of gim communications failure and replaced the gim and replaced the aec control pcb. Fse noted the three cables to the detector were slightly damaged (kinked, twisted) and replaced these cable to possibly improve the image. Fse tested for proper operation per service checklist (B)(4). Gim and aec control board were returned to liebel flarsheim (lf). Product engineering evaluated the aec board and could not duplicate the problem, and checked the gim and also could not duplicate the lost communication issue reported.